Manufacturer narrative:
The returned product was evaluated and performed as designed. No issues were found that would have contributed to the reported site infection. The pod was found to have completed sterility within specification.

Manufacturer narrative:
Corrected date of event from (B)(6) 2018 to (B)(6) 2018.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 using the pod 5 / page 43 warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108 warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider. Inspect the infusion site daily at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient's mother reported her daughter had applied the pod on her right arm and the next day it began hurting. The patient continued use of the pod and when she woke up the following day she was not feeling well. The pod was removed after 36 to 48 hours of wear and the insertion site was noted to be red, swollen, and hot. The patient went to the emergency room (ER) where she was diagnosed with a bacterial infection. An unknown oral medication was provided while at the ER and the patient was prescribed cephalexin 500 mg (4 pills a day for 7 days). Due to the infection the patient's blood glucose levels were running higher than normal but no values were provided. The patient was able to activate a new pod and no further irritation was experienced.